Event description:
User facility reported difficulty seating the disposable device due to a "small uterine cavity" during an attempted novasure endometrial ablation. The procedure was abandoned and a 1 cm uterine perforation was confirmed. The pt was admitted to the hospital and "developed a temperature and was in pain." A hysterectomy was performed (not treatment for the perforation) and the pt "recovered well and was discharged as normal." Upon follow-up, the pt's condition was reported as "good." A hysteroscopy as well as a dilatation and curettage (d&c) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).